Event description:
The technician alleged the side rail is stuck and will not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail slide bracket is bent. The technician replaced the side rail slide bracket assembly to resolve the issue.